Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient information. Date of explant is unknown.

Event description:
Related manufacturing number: 3006705815-2021-00601. It was reported that the patient¿s leads were explanted on an unknown date for unknown reasons.